Event description:
(Note: the imformation provided has been obtained for internal hospital quality assurance activities. This information is privileged and considered confidential under the medical studies act.) During removal of the groshong catheter by the surgeon, the catheter broke; necessitating an unplanned surgical procedure in surgery to remove that portion of the catheter that could not be retreived.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.